Event description:
It was reported that the programmer touch pen would not make the cursor go to the correct icon in the right corner of the display and that is not good during implants. Technical support (ts) suggested recalibration of the touch pen. The caller stated that always having to recalibrate is not the answer. Ts suggested the caller order 2-3 touch pens. The caller later reported that the touch pen was removed and reconnected and recalibrated and has sense been used without further issues. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).